Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion. A surgical procedure was performed to remove the aus. After a period of time, a new aus was implanted. No additional patient complications were reported.